Event description:
It was reported that the console is not turning on, there is no sound inside. This case was not completed, and the patient was woken up from anesthesia. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the ac board was inspected, and corrosion was found on the varistor. Therefore, it was decided to replace the ac board. After replacing the ac board, the issue was resolved, and the unit was within specification. All energy and functionality tests were completed successfully, and no other anomalies were found. A device history record review confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation, and a labeling review confirmed the IFU includes appropriate warnings and instructions for use. The IFU states: system does not turn on: the control screen does not illuminate. Plug in the laser system. Set the laser systems main circuit breaker to the on (up) position a green led indicator will illuminate adjacent to the circuit breaker. If the green led indicator does not illuminate, use another power outlet, or have the outlet professionally tested and repaired. Press the standby button on the systems front panel; the system will start its initialization procedures. Wait for the display to turn on. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that the console is not turning on, there is no sound inside. This case was not completed, and the patient was woken up from anesthesia. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the ac board was inspected, and corrosion was found on the varistor. Therefore, it was decided to replace the ac board. After replacing the ac board, the issue was resolved, and the unit was within specification. All energy and functionality tests were completed successfully, and no other anomalies were found. A device history record review confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation, and a labeling review confirmed the IFU includes appropriate warnings and instructions for use. The IFU states: system does not turn on: the control screen does not illuminate. Plug in the laser system. Set the laser systems main circuit breaker to the on (up) position a green led indicator will illuminate adjacent to the circuit breaker. If the green led indicator does not illuminate, use another power outlet, or have the outlet professionally tested and repaired. Press the standby button on the systems front panel; the system will start its initialization procedures. Wait for the display to turn on. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that the console is not turning on, there is no sound inside. This case was not completed, and the patient was woken up from anesthesia. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.